Event description:
Part s53153, concentric needles. The customer stated: a couple of weeks ago, we had a needle break at the hub though was able to retrieve it from the patient.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Expiration date and manufacturer date of the product to be confirmed. A questionnaire has been sent to the customer to complete and also a request for the needles to be returned for evaluation.

Event description:
Part s53153, concentric needles. The customer stated: a couple of weeks ago, we had a needle break at the hub though was able to retrieve it from the patient.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Included expiration date in section d4. Entered manufacturer date in section h4. The needle dislodged from the hub. Location was the neck muscle and the physician was able to remove the needle easily. Risk review: per doc-028319 rev 15 risk analysis spreadsheet for teca dcn electrodes hazard 6.6 - needles are thin / flexible may break. Effects (harm) worst case - cannula end breaks off inside patient and has to be surgically removed. Residual risk: moderate the affected needles to be returned to natus for evaluation.

Manufacturer narrative:
Follow up report 002 ref natus complaint # (B)(4). Part s53153 lot 28a/24/t was built on work order # (B)(4). The device history record shows a total of 500 needles scrapped of 26,850 needles produced. The scrap parts were across 3 steps of the work order. 1.7% failure overall. No operation step exceeded the 1% failure rate. No issues were recorded. The quantity of (B)(4) units at (operation 100- automatic assembly) are where the testing for the komax 4 assembly is performed. The hub to cannula tensile test and hub to colour cover retention show all tests passed. The device history record shows no anomalies for the complaint. No related CAPA. From this investigation, the device history record review did not show any anomalies for the complaint including a review of all applicable measurements. No product examination as the product was not returned.

Event description:
Part s53153, concentric needles. The customer stated: a couple of weeks ago, we had a needle break at the hub though was able to retrieve it from the patient.

Manufacturer narrative:
Follow up report 003 ref natus complaint#(B)(4). The risk file (B)(4) for the teca dcn electrodes was updated to rev 16. The risk / benefit analysis for hazard 6.6 was updated as follows: the hazards identified have been reduced as far as possible, and the residual risk for these hazards is mainly associated with the needle having wrong specification/ manufacturing defect. The device is designed and manufactured to mitigate the risk of a faulty needle reaching the customer and the risk is reduced as far as possible by performing 100% inspection of the needles.the remaining risk associated with the use of the product is outweighed by the benefit of its intended use.

Event description:
Part s53153, concentric needles. The customer stated: a couple of weeks ago, we had a needle break at the hub though was able to retrieve it from the patient.